Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate resulting in the pt receiving less medication than intended. The pump was programmed to deliver an unspecified concentration of carboplatin, at a rate of 500ml/hr, a vtbi (volume to be infused) of 250ml, for an expected duration of 30 minutes, and the delivery was started. It was reported that after 10 minutes, the nurse noted the pump displayed an unspecified rate which changed the expected duration to 5 hours instead of the intended duration of 30 minutes. The device was removed from clinical service. Therapy was resumed using a replacement device there were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).